Manufacturer narrative:
(B)(4). The customer reported that a pt experienced a lethal arrhythmia yet no alarm occurred on the philips device. The pt was found unresponsive to staff after a delay and expired. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt experienced a lethal arrhythmia yet no alarm occurred on the philips device. The pt was found unresponsive by staff after a delay and expired.